Event description:
An over-delivery was reported for a pt receiving enteral feeding by patrol pump and patrol enteral feeding set with piercing pin. The set was found to be off the pump rotor and the safe-t-valve on the feeding set was broken. It was reported that the nurse caring for the pt had been known to cut the safe-t-valve of the patrol pump set previously and it was not believed that the event was caused by any failure of the device. The director of nursing of the pt's nursing home stated that she had tested the free flow alarm on the pump and that it alarmed properly. The amount of enteral formula hung was 1000 ml and the feeding rate set was set at 90 ml/hour. The amount delivered was 1000 ml within a 2-4 hour timeframe. The pt was transported to an unspecified hospital and expired the next day due to respiratory failure. It appears that the over-delivery and the resulting clinical consequence were probably due to user error.